Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent knee surgery on (B)(6) 2014 and suture was used. While performing subcuticular skin suturing, the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, one sample was found to have a too strong stiff zone caused during annealing process. This condition could have caused a detaching. No defects are observed at the needle attachment end.